Event description:
Voluntary medwatch report received reported that the leads were explanted due to pocket erosion. No patient status was provided.

Manufacturer narrative:
UDI is not available as product information was not provided.